Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during post implant follow up, high threshold and a decrease in sensing was observed. Perforation was confirmed. When lead repositioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.